Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. A visual inspection found no defects. The functional evaluation confirmed the device failed the pressure test, establishing a relationship with the event reported. The root cause was found to be a defective motor. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history review found additional complaints for the product and failure mode reported in the past years. No further actions are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that during treatment the device displayed an internal device error 808a on the screen. The nurse reports that the device had being working well for the last 7 weeks. The pump was being used to treat a dehisced wound above her sacrum. A replacement pump was sent to the patient within a few hours of the report. No patient harm reported.

Event description:
It was reported that the device displayed internal device error 808a on the screen. The nurse reports that the device had being working well for the last 7 weeks. Patient has a dehisced wound above her sacrum. A replacement pump was sent to the patient within a few hours of the report. No patient harm reported.